Event description:
Consumer reported complaint for the trueplus ketone test strips. Complaint was initially reported via e-mail and customer contacted manufacturer via telephone. Customer reported that about 10 of the strips in 2 vials of the ketone test strips were missing the pad on the strips. Customer also reported that in the current vial, 2 pads were stuck to one of the test strips. The package was not open or damaged when received by the customer. Per the customer she is using the ketone test strips for diabetes management. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2027 and per the customer the open vial date is 2 weeks ago. Lot number for the ketone test strips on additional report reference number (B)(4) was not provided. The customer feels well and did not report any symptoms. No medical attention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Ketone test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2026: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: ketone strips were returned. Defect found on returned strips: high ketone results. Root cause: rc-003: other root cause: there was not enough information to determine a root cause.